Manufacturer narrative:
Pump passed active current measurement. However, unit received pump error 75 during self test, and failed sleep current measurement. Pump was cut open to perform visual inspection and found¿evidence of moisture damage on the (pcba 1, j6 connector). Swapped pcba 1 board with a test board and sleep current measurement passed. Pump successfully downloaded traces and history file using thump. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on 09/27/2024 23:09:00. No unexpected low battery alerts listed in the pump trace download. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. However, pump error 75 alarms confirmed in the pump history on 10/14/2024 at 20:17:12.000. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case, cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side. Alleged pump error 75 alarms confirmed during testing and in the pump history files due to moisture damage on the (pcba 1, j6 connector). Unit failed sleep current measurement due to moisture damage on the (pcba 1, j6 connector). Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Unexpected battery power loss was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 75 (power supply test failed during self-test). The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer was able to clear the error and rewind the pump, however self test did not pass. Error table indicated that pump requires replacement. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.